Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a calcified mid right coronary artery (rca). The 12mm x 4.00mm nc quantum apex balloon was used for post-dilation following the placement of a stent. The balloon ruptured at 12 atms, during first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.